Manufacturer narrative:
H3: product analysis: an overheating test could not be conducted due to another device malfunction. The likely cause was identified as broken shaft. It was also noted motor shutdown when it was running, corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device was overheating. There was no patient involved with this event.

Manufacturer narrative:
H3: the device was tested, and the temperature was measured to be 158.72°f. The likely cause was identified as internal corrosion. It was also noted that the motor shut down when it was running, the shaft was broken, the laser markings were faded, and error codes 11 and 16 were displayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.